Manufacturer narrative:
Per operative report, there was some superficial oozing during the procedure, but complete hemostasis was secured. There was no unexpected tissue removal due to the stapler being stuck to the bronchial tissue. There was no concern about this event causing any long-term complications with the patient. The patient did not experience any post-operative complications. The patient current status is stable. Intuitive surgical inc. (Isi) followed up and obtained additional information. The surgeon spent significant extra intraoperative time to find the safest way to get the misfired stapler disengaged safely and then actually re-staple and divide the bronchus from contralateral approach without conversion to open thoracotomy. The surgeon did an additional bronchoscope evaluation of the resulting lower lobar bronchial stump. The procedure was extended by roughly 45 minutes. There were no immediate effects due to the issue except the prolonged general anesthesia time. The patient may have a slightly elevated longer-term risk of bronchopleural fistula development. This is not quantifiable but more likely when a bronchus stump is longer than necessary. This can be a complex issue, but not a peri-op concern. There are no concerns about this event causing any long-term complications with the patient if the bronchial stump heals well. There was nothing unusual in the black stapler application to the completely skeletonized bronchus to be divided. The robotic assisted stapler use has not generally been problematic in my experience prior to this incidence. It is less culpable to divide thicker tissues compare with handheld manual staplers with similar mechanisms in situation. The robotic assisted stapler use has a feedback message system, and the override option was not displayed in the algorithm on that application. It still remains unclear why the stapler did not disengage and open fully so it could be removed.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the sureform 45 stapler instrument would not fire the load. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the sureform stapler instrument was used numerous times without issue. The surgeon fired with a black reload. It clamped and fired. The message ¿tissue too thick to continue¿ was present. The stapler instrument blade was exposed. The sureform stapler instrument fired partially. There was no patient injury. There was no post op issues. The surgeon noted that the system did not receive any force fire message. The partial line that stapled was a complete line. There were no malformed staples occurred due to the partial fire. There was no bleeding or gaps in the staple line. The procedure was completed robotically. The reload and stapler instruments will be returning for analysis. Intuitive surgical, inc. (Isi) received user facility report and obtained the following additional information: the surgeon was firing sureform 45 stapler instrument, and it had an incomplete fire across the bronchus. A message on da vinci that the tissue was too thick. The surgeon did not want to force fire and override the algorithm. The stapler instrument did not complete the fire. Site called for another stapler instrument and eventually were able to fire lower on the bronchus. This added 50 minutes to the surgical time. The surgeon would like to note that this could cause complications for the patient. The bronchial stapler instrument however fired only to approximately 1/3 of the bronchial tissue to be divided. On opening the stapler instrument, it was unfortunately firmly stuck into the bronchial tissue with about 4 or 5 of the staples clearly visible of having not fully been released. With careful maneuvering using the fenestrated bipolar forceps instrument and mobilizing the stapler instrument of the bronchus, the site achieved complete retrieval of the stapler instrument. This was fully discussed at the time and surgeon assessed the bronchus carefully. It appeared that it was incompletely stapled and not divided. Therefore, mobilized the bronchus from the contralateral aspect and eventually succeeded and stapling a new black robotic assisted stapler instrument across the bronchus just inferior to the previous staple line. On both occasions site had tested the upper and middle lobar insufflation separately prior to firing the stapler instrument. The 2nd firing of the black stapler instrument was uneventful and resulted in excellent occlusion and separation of the bronchus. The completion lobectomy now was resulting in the lower lobar specimen to be fully mobile, and it was retrieved through an anchor bag in its entirety.

Manufacturer narrative:
The reported event was addressed with phone support. The surgeon was able to obtain a new stapler instrument and complete the staple line. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. A review of the logs for the sureform 45 stapler instrument associated with this event has been performed by an intuitive surgical, inc. (Isi) advance failure analysis (afa). The following additional information was provided: logs showed part number# 480545-04, lot number#l80230601-0470 was the first sureform installed, and this instrument fired 12 reloads (4 black, 5 white, 3 black, in that order). First 10 firings were completed with no pauses for compression. Firing #11 (black reload) failed at 57% completion after multiple pauses for compression. After this firing failure, another black reload was installed, and this firing passed. No incomplete clamps by this instrument. The stapler instrument logs showed two errors indicating this instrument was expired, however, these errors occurred after the 12th reload firing, which is expected to occur. After the first stapler instrument expired due to firing 12 times, part number#480545-04, lot number#l80230601-0467 was installed once and fired one black reload. Firing was completed with no pauses. No incomplete clamps by this instrument.